Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted at this time. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: ¿prior to doing an adjustment to decrease the stoma, review the pt¿s chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has ben compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction.¿

Event description:
Allergan representative reported surgeon having issues with the tubing of a lapband system. Follow-up information: health professional reported that the pt noted a lack of restriction. The surgeon performed a fluoroscopy examination and results indicated the tubing connecting the fill port to the band was ¿defective.¿ the band is not holding fluid and the surgeon believes the defect causing the leak will be known when surgery is performed. Explant surgery is not scheduled at this time.